Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. However material from the production line was verified and no issues were found that can lead this customer complaint the device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the alleged defect, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleged the device does not nebulize. Usage of the device at the time of the event is not known. There was no report of patient involvement. There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing attached to the stem of the jar was bent and white residue was found on the inside of the returned components. Functional testing was performed by adding 5cc of water to the returned nebulizer chamber. The tubing was then connected to an air flowmeter and the pressure was increased to 8 lpm. Mist was produced from the chamber of the nebulizer and there were no pressure issues. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleged the device does not nebulize. Usage of the device at the time of the event is not known. There was no report of patient involvement. There was no report of patient impact or consequence.